Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of the device. Visual and functional testing was completed with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapling device was being used for the first firing of the sleeve creation. The stapler was closed on the tissue in an unarticulated position. Once the firing sequence began, the jaws of the stapler moved to an articulated position without moving the articulation knob. They continued firing but were surprised by the movement. There was no problem loading or unloading the device. The stapler was able to fire. There was no poor staple formation and the staple line was not incomplete. The jaws of the device did not lock onto the tissue. No device component broke off. In order to resolve the issue and complete the case, another stapler was opened. There was no patient harm. The patient status is alive, no injury.